Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: d10, e1(event site name, event site address, event site telephone), h6(medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse observed power-up test fails # 6 (touch screen configuration). The fse replaced the assembly, lcd display (0160-00-0123) . After checking the unit there was no issue observed by the fse. All performance tests were completed and found ok. Unit passed all safety and functional tests. The unit was returned in normal condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) failed touchscreen calibration. There was no patient involvement.